Event description:
It was reported that during a knee scope acl, metal shavings were coming out of the device into the wound. It was not reported whether the shavings were removed. Another device was used to complete the procedure. There was no delay and no patient injury. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. There were no unacceptable nicks, burs, damaged teeth or other damage to either subassembly. Neither the inner shaver or the outer shaft had scouring or scraping marks. Upon evaluation, the inner shaver slid easily into the outer shaft and when rotated on its axis, there was no metal to metal scraping noticed. When connected to a generator, the pieces spun freely with no scraping. It was noted that lubrication was still present on the inner shaver. The device history record was reviewed and no discrepancies were noted. As the device passed all visual and functional testing, no conclusion could make as to what may have caused the reported event.